Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021 during an unknown procedure, one (1) slide/fixed hammer and one (1) im reduction tool/curved with quick coupling were broken, one (1)2.7mm va-lcking anterolateral calcaneal pl was stripped and one (1) 5.0mm flexible shaft was bent. There were no fragments generated. There was an unspecified amount of surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) 5.0mm flexible shaft 620mm. This is report 1 of 4 for (B)(4).

Event description:
This is report 2 of 4 for (B)(4).